Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59-year-old male with out-of-hospital cardiac arrest was transported to the catheterization lab on va-ECMO after multiple shocks and bystander CPR. Pre-procedure imaging demonstrated apical dyskinesia and mitral regurgitation, and vascular access was obtained using ultrasound guidance and micropuncture technique. An impella device was inserted for mechanical circulatory support, after which the patient immediately developed heart block requiring placement of a temporary pacemaker. During subsequent swan-ganz catheter insertion, the right ventricle was inadvertently perforated, resulting in cardiac perforation and immediate impella restricted flow rate/suction events accompanied by bleeding. Vascular surgery was consulted emergently, leading to surgical intervention and placement of an additional device, specifically a reperfusion catheter. The patient was transferred to the ICU, where further evaluation revealed a renal mass and gastrointestinal bleeding. Despite ongoing management, the patient showed no signs of cardiac recovery, remained completely laminar on support, and ultimately experienced death.